Event description:
It is reported that the pt was revised due to osteolysis.

Manufacturer narrative:
Info was received from a health professional who is not required to complete form 3500a. Evaluation summary: wear debris in the human body may lead to the formation of osteolysis, and there are many factors that contribute to this condition. It is unlikely that any deficiency of the implanted device itself directly contributed to this particular incident. Primary operative notes were provided and were unremarkable. The revision operative notes were returned, in which the surgeon pointed out that there was no joint fluid available. Osteolysis and bone resorption was seen circumferentially on the proximal femur, yet the distal femur was well fixed. Obvious impingement was found between the neck and liner. A definitive root cause cannot be determined with the info provided. Evaluation: review of the device history records did not find any deviations or anomalies. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.